Event description:
It was reported that total revision surgery was performed. End of service was indicated as the reason for replacement. Follow up with the treating physician revealed that the pt could not perceive magnet mode stimulation and that diagnostic testing resulted in high lead impedance. Good faith attempts to obtain the explanted product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.